Manufacturer narrative:
The autopulse platform was returned to zoll on 12/27/2017 for investigation; however, investigation is still in progress. A supplemental report will be filed when investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) was deployed without issue and used on a patient performing continuous compression for an unspecified amount of time. During use, the platform was paused / stopped, and the patient was re-positioned. Following this, the platform was powered back on, and compression resumed; however, after some time the platform stopped compression. The user was unable to specify if an error message was observed. Troubleshooting was performed by pulling the lifeband up; however, this did not resolve the issue. Manual CPR was immediately administered. No known impact or patient consequence was reported. No device issue was experienced during shift check.

Manufacturer narrative:
Event date: corrected information (the event date is updated to (B)(6) 2017). The reported event was not reproduced during functional testing of the autopulse platform (sn (B)(4)); however, review of the archive data found the occurrence of user advisory (ua) 7 (discrepancy between load 1 and load 2 too large) error messages on the reported event date of (B)(6) 2017, thus confirming the reported event. The ua 7 recorded in the archive data is attributed to a possible improper alignment of the patient and the lifeband on the platform at the time of the event. It is also likely that these recorded events occurred during patient transport. The autopulse platform is a reusable device and was manufactured on 06 feb 2009. It has exceeded its serviceable life of 5 years and is over 8 years old. The platform was functionally tested using good known autopulse li-ion batteries. The platform performed continuous compression using a large resuscitation test fixture without any stoppages, errors or faults observed. As part of routine service during testing, the platform was examined and found no physical damage. The platform passed all final testing criteria including the load characterization check confirming that the load cells are within specification. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The error messages observed in the archive are easily clearable by user. For example, the ua 7 error message alerts the operator that the patient is out of position and not properly centered in the platform. This user advisory will persist until the patient is properly aligned. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. Ensuring that the patient and the lifeband are aligned and then restarting the platform. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial number (B)(4).

Event description:
Information received from the customer stated that the event occurred on (B)(6) 2017.